Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to damaged (decapping) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged (decapping). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the user identified cracked tubes, and the rubber stopper remaining in the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tube was used on the beckmann dxa system, the cap should be removed (decapping). The purple plastic sheath was removed (hemogard cap), but not the rubber stopper. The capped tube was loaded onto beckmann device dxl and broke.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes, the user identified cracked tubes, and the rubber stopper remaining in the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tube was used on the beckmann dxa system, the cap should be removed (decapping). The purple plastic sheath was removed (hemogard cap), but not the rubber stopper. The capped tube was loaded onto beckmann device dxl and broke.